Event description:
Additional information was received from the patient. They reported that the change in stimulation meant the patient noticed they weren't feeling the tonic sensation of their programming as they were previously. The patient was reprogrammed in order to cover their pain pattern. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell. Patient reports that last friday he fell when getting dressed and landed between the bed and the dresser. Patient reports that he has noticed ¿a change¿ in his stimulation. There was new pain. Patient is scheduled to be seen in the clinic (B)(6) 2024. Follow up will be provided after that patient meeting. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.